Event description:
Reported due to hematoma. Physician attempted to close an arteriotomy site with a perclose a-t (closer ak) device following a diagnostic procedure. Reportedly when the plunger was retracted "no sutures were present." The method used to achieve hemostasis is not known. The pt devleoped a hematoma that was approximately the "size of a baseball." Although requested, additional info was not provided.